Event description:
Related to MFR report # 2183959-2012-01191, 01192. On (B)(6) 2007, an miniarc was implanted to treat for an "ap repair." It was reported that the implanted mesh resulted in painful intercourse and numerous uti's.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.